Event description:
Reporter indicated that vns pt required psychiatric hospitalization due to behavioral problems. It was reported that the pt's seizures are greatly improved with the vns therapy. The pt developed behavioral problems since becoming more alert with the vns therapy. Behavioral issues that have been supressed due to pre-vns sedation have now surfaced. Treating neurlogist made changes to the pt's drug regimen and to device programmed parameters in an effort to improve the situation.